Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery (sfa). After the lesion was prepared with a 6mm non-abbott balloon, a 5.5x15mm supera self-expanding stent (ses) was advanced through a 6f sheath and deployed in the distal sfa. Following this, a 5.5x200mm supera ses was prepared and advanced into the anatomy and positioned 1-2cm inside the distal end of the previously implanted supera stent; however, during deployment the stent was noted to only be partially deployed. An attempt to disengage the ¿release¿ stopper and deploy the stent was made, but ultimately the stent could not be deployed. Therefore, the ses was easily removed and a new supera stent was deployed to complete the procedure. There were no reported adverse patient effects nor clinical delay. Subsequent to the initially filed report, the device was received and the returned device analysis could not confirm the difficulty to deploy the ses. The account confirmed that the correct device was returned and noted that the push mechanism felt ¿spongy¿ and sprang back without the stent advancing. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was entrapped or bent in the anatomy such that the ratchet was unable to properly/fully engage the stent resulting in difficulty advancing the thumbslide/mechanical jam and resulting in the reported activation/deployment failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery (sfa). After the lesion was prepared with a 6mm non-abbott balloon, a 5.5x15mm supera self-expanding stent (ses) was advanced through a 6f sheath and deployed in the distal sfa. Following this, a 5.5x200mm supera ses was prepared and advanced into the anatomy and positioned 1-2cm inside the distal end of the previously implanted supera stent; however, during deployment the stent was noted to only be partially deployed. An attempt to disengage the ¿release¿ stopper and deploy the stent was made, but ultimately the stent could not be deployed. Therefore, the ses was easily removed and a new supera stent was deployed to complete the procedure. There were no reported adverse patient effects nor clinical delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.